Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) evaluated instrument. Fse cleaned ise flowcell, replaced carbon bridge, replaced sample probe and ise ratio pump to resolve the issue. Fse calibrated ise and performed integrity verification protocol per procedure. Customer ran qc without error. Issue was resolved. Instrument resumed operation. (B)(4).

Event description:
The customer reported that they generated false high results for sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and glucose (glucm) on their unicel dxc 800 pro synchron system. The false high patient results were not reported out of laboratory. The customer repeated the samples on an alternate dxc and obtained results within the normal reference range for the patients. The repeat results were reported outside of laboratory. There was no effect to patient treatment in connection to this event. Quality control prior to the event was within lab-established ranges.